Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (100 percent stenosis degree) in a mildly tortuous part of the proximal right iliac artery. After pre-dilatation of the total occlusion, the vessel was improved but was still not very good. The pulsar-18 was introduced but only 1/4 of the stent could be released. The stent was withdrawn to the sheath to moved out of the body. The stent did not impact the patient.

Manufacturer narrative:
(B)(6) 2025 initially, lot 04226640 was reported. After clarification, the returned lot 10235426 could be confirmed to be the complaint product. Closing this report and have opened a new report, MDR-1028232-2025-02318, with the correct stent details.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment of a severely calcified lesion (100 percent stenosis degree) in a mildly tortuous part of the proximal right iliac artery. After pre-dilatation of the total occlusion, the vessel was improved but was still not very good. The pulsar-18 was introduced but only 1/4 of the stent could be released. The stent was withdrawn to the sheath to moved out of the body. The stent did not impact the patient.